Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. Intuitive surgical, inc. (Isi) has not received the instruments and reloads involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Logs show that part number 480460-09, lot l90200601-0058 fired qty 11 reloads (7 blue, 2 green, 2 white). Firing failures occurred on the 3rd and 7th firings, both of which were with blue reloads. Both firing failures failed at > 95% completion, and both triggered a 22030 error in the logs for a firing failure, which the tissue too thick firing failures do not trigger. It looks like the first firing failure had one pause for compression and the second one had 4 pauses. Neither install had any incomplete clamps. Although, the site stated that the issue occurred on the 3rd and the 8th fire, system logs confirmed the issue occurred on the 3rd and the 7th fire. The images show two instances of tissue too thick to continue messages (#1 and #3), which occurs when the stapler cant sufficiently compress tissue during the fire. Image #2 is a little hard to see due to bluriness and annotation but I can see what appears to be bleeding and unstapled tissue. Image #4 shows multiple partially embedded, partially formed staples that is consistent with tissue bunching or being pushed distally

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the surgeon fired sureform 60 with blue reload across stomach, stapler paused for compression several times which caused 'bunching' of the stomach tissue under the jaws of the stapler. Stapler faulted with on video alert. Upon removal it was clear that the stomach had a 20-30mm hole left in the stomach with staple line either side. Some bleeding occurred from open stomach lumen. Surgeon recovered the incident by reloading the stapler with another blue reload and stapling inside the open stomach hole using the new staple line to close the defect. Surgeon used the same stapler several times with no issue then the stapler faulted again after pausing for compression. No open hole was left in the lumen, but very 'messy' mass of staples were left behind requiring surgeon to reset the tissue. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: it was stated that during the robotic procedure, the sureform stapler 60 instrument was used for stapling the stomach and the small bowel. The surgeon had fired the sureform stapler 60 instrument with a blue sureform 60 reloads installed. It is reported that the tissue had bunched up on the 3rd and the 8th fire. The surgeon was unable to complete the fire, the system did generate a message indicating to unclamp the stapler, and the blade was exposed. This left a hole in the stomach lumen, as a result the surgeon restapled the stomach tissue. Then the surgeon fired on the small bowel, and the same issue occurred. At that time, the surgeon upsized the reload from a blue to a green sureform 60 reload and completed the staple line with no issues. The following were confirmed: normal tissue integrity, there was some tissue tension, no malformed staples, and that the instrument and reloads were discarded. It was confirmed that the procedure was completed with no further issues. There were no other intra-or post-operative complications reported, and the patient was reported to be recovering well.